Manufacturer narrative:
H10: the bme informed that that the device passed all functional testing without any need for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off while on patient; screen turned black and read vent inoperable. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that he was just calling in to log the call and that the agiliti biomedical engineer (bme) will handle the service call/incident. Investigation is ongoing.